Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. The logs were sent back. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the software was not able to communicate with the camera in the initialization process, as the procedure was selected. This issue can be caused by a number of reasons, like not having a physical connection, or noise on the communication line. At some point the communication of the software and the camera was established, and the user was able to navigate. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the spine air frame, left and right tactile probes, and imaging system tracker's tool cards were shown as "disconnected". Some instruments were shown with a yellow status. Manufacturer representative confirmed that the camera could see the instruments. Removing and re-adding the tools resolved the issue. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.